Manufacturer narrative:
E1: establishment's name: (B)(6). E1: phone number: (B)(6). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from italy, edwards was notified of a pascal precision ace procedure performed in the tricuspid position. During the procedure, a pericardial effusion was observed. After steering down with the steerable catheter (sc), a small pericardial effusion was identified on transesophageal echocardiography (tee), located along the anterior wall of the right ventricle in the apical region. The effusion remained stable throughout the procedure, with only a slight increase noted. The maximum effusion measured between approximately 0.9 and 1.1 cm. The final activated clotting time (act) was 340 seconds. Protamine was administered following device release and catheter removal. No difficulties were encountered during device insertion. During device preparation, the clasps functioned properly, and no abnormalities were observed. The patient did not present with any unusual cardiac anatomy that could have contributed to the event. Following an internal imaging review, evidence of device interaction with the anatomy was identified. During the procedure, the implant catheter was noted to be positioned deep in the right ventricle toward the right ventricular outflow tract (rvot), with the implant observed interacting with the anatomy. Concomitantly, an anterior pericardial effusion developed during the procedure. The patient was admitted to the intensive care unit (ICU) for observation in stable condition and was subsequently discharged without the need for further treatment.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review and analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "implant advanced too far, resulting in chordal entanglement" was confirmed with objective evidence based on the imaging evaluation performed. Available information suggests procedural context likely contributed to the event due to the delivery system seen advanced deep into the rv apex, close to the right ventricular outflow tract (rvot). The device is seen in capture ready configuration below the level of the tricuspid valve, with instances of device interaction with the rv septal wall, at which point, the pericardial effusion is seen developing. Since no edwards defect was identified, corrective or preventative actions are not required.